Manufacturer narrative:
(B) (4)

Event description:
The pump was loose in the pocket; it was suspected that the catheter detached as the patient had episodes of increased spasticity. The dose was 72mcg/day of baclofen. The pump pocket was to be revised soon and the catheter would be checked at that time. Further information is being requested from the hcp.